Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ stabbing pain") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: iud in 2008. Past adverse reactions to the above products included genital haemorrhage with iud. Concurrent conditions included lupus erythematosus since 2017. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013 for contraception as well as antidepressants from 2011 to 2015, zolpidem tartrate (ambien) from 2011 to 2015 and plamitereiex from 2011 to 2015. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("her hair look fuller but she was still balding") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic removal of the essure devices bilaterally). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal distension had resolved and the dyspareunia, abdominal pain, vaginal haemorrhage, alopecia and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones events were described in social media are hair balding. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (menorrhagia) and bloating. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ stabbing pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: iud in 2008. Past adverse reactions to the above products included genital haemorrhage with iud. Concurrent conditions included lupus erythematosus since 2017, dysfunctional uterine bleeding and muscle cramps. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013 for contraception as well as antidepressants from 2011 to 2015, zolpidem tartrate (ambien) from 2011 to 2015 and plamitereiex from 2011 to 2015. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea (cramping)"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("her hair look fuller but she was still balding"), abdominal distension ("bloating"), pain in extremity ("I had pain in my legs"), back pain ("I had pain in my back"), musculoskeletal pain ("I had pain in my shoulders"), arthritis ("I was actually taking tylonal with arthritis") and arthralgia ("horrible pains in my joints"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic removal of the essure devices bilaterally). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal distension had resolved and the dyspareunia, abdominal pain, vaginal haemorrhage, alopecia, menorrhagia, pain in extremity, back pain, musculoskeletal pain, arthritis and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, arthritis, back pain, dysmenorrhoea, dyspareunia, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones events were described in social media are hair balding, I had pain in my legs, I had pain in my back, I had pain in my shoulders, I was actually taking tylonal with arthritis, horrible pains in my joints. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: new events were added: I had pain in my legs, I had pain in my back, I had pain in my shoulders, I was actually taking tylonal with arthritis, horrible pains in my joints. Reporter information were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and alopecia ("her hair look fuller but she was still balding"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones events were described in social media are hair balding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from social media event hair balding are added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right coil is perforating it') and pelvic pain ('pelvic pain/ stabbing pain/unbearable pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: iud in 2008. Past adverse reactions to the above products included genital haemorrhage with iud. Concurrent conditions included lupus erythematosus since 2017, dysfunctional uterine bleeding and muscle cramps. Concomitant products included medroxyprogesterone acetate (depo-provera) since january 2013 for contraception as well as antidepressants from 2011 to 2015, zolpidem tartrate (ambien) from 2011 to 2015 and plamitereiex from 2011 to 2015. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea (cramping)"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia areata ("her hair look fuller but she was still balding/still have some bald spots"), abdominal distension ("bloating"), pain in extremity ("I had pain in my legs"), back pain ("I had pain in my back"), musculoskeletal pain ("I had pain in my shoulders"), arthritis ("I was actually taking tylonal with arthritis"), arthralgia ("horrible pains in my joints") and procedural pain ("pain after implantation"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic removal of the essure devices bilaterally and essure removal surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, pain in extremity, back pain, musculoskeletal pain, arthritis and arthralgia outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal distension and procedural pain had resolved and the alopecia areata was resolving. The reporter considered abdominal distension, abdominal pain, alopecia areata, arthralgia, arthritis, back pain, dysmenorrhoea, dyspareunia, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones events were described in social media are hair balding, I had pain in my legs, I had pain in my back, I had pain in my shoulders, I was actually taking tylonal with arthritis, horrible pains in my joints, right coil is perforating it most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Outcome of alopecia updated. On 23-mar-2020: social media received. New event 'pain after implantation' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ stabbing pain') and uterine perforation ('right coil is perforating it') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: iud in 2008. Past adverse reactions to the above products included genital haemorrhage with iud. Concurrent conditions included lupus erythematosus since 2017, dysfunctional uterine bleeding and muscle cramps. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013 for contraception as well as antidepressants from 2011 to 2015, zolpidem tartrate (ambien) from 2011 to 2015 and plamitereiex from 2011 to 2015. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea (cramping)"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("her hair look fuller but she was still balding"), abdominal distension ("bloating"), pain in extremity ("I had pain in my legs"), back pain ("I had pain in my back"), musculoskeletal pain ("I had pain in my shoulders"), arthritis ("I was actually taking tylenol with arthritis"), arthralgia ("horrible pains in my joints") and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy - laparoscopic removal of the essure devices bilaterally and essure removal surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal distension had resolved and the dyspareunia, abdominal pain, vaginal haemorrhage, alopecia, menorrhagia, pain in extremity, back pain, musculoskeletal pain, arthritis, arthralgia and uterine perforation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, arthritis, back pain, dysmenorrhoea, dyspareunia, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones events were described in social media are hair balding, I had pain in my legs, I had pain in my back, I had pain in my shoulders, I was actually taking tylenol with arthritis, horrible pains in my joints, right coil is perforating it. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event right coil is perforating it added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right coil is perforating it') and pelvic pain ('pelvic pain/ stabbing pain/unbearable pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: iud in 2008. Past adverse reactions to the above products included genital haemorrhage with iud. Concurrent conditions included lupus erythematosus since 2017, dysfunctional uterine bleeding and muscle cramps. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013 for contraception as well as antidepressants from 2011 to 2015, zolpidem tartrate (ambien) from 2011 to 2015 and plamitereiex from 2011 to 2015. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea (cramping)"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia areata ("her hair look fuller but she was still balding/still have some bald spots"), abdominal distension ("bloating"), pain in extremity ("I had pain in my legs"), back pain ("I had pain in my back"), musculoskeletal pain ("I had pain in my shoulders"), arthritis ("I was actually taking tylonal with arthritis"), arthralgia ("horrible pains in my joints"), procedural pain ("pain after implantation") and abnormal weight gain ("weighted me at 164. A week later of essure removal I am 145"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic removal of the essure devices bilaterally and essure removal surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, pain in extremity, back pain, musculoskeletal pain, arthritis and arthralgia outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal distension and procedural pain had resolved and the alopecia areata and abnormal weight gain was resolving. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia areata, arthralgia, arthritis, back pain, dysmenorrhoea, dyspareunia, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones events were described in social media are hair balding, I had pain in my legs, I had pain in my back, I had pain in my shoulders, I was actually taking tylonal with arthritis, horrible pains in my joints, right coil is perforating it. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new event (¿excessive weight gain¿) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.